Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. E1 initial reporter phone: (B)(6).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the left anterior descending artery. A 2.75 x 20mm synergy shield drug-eluting stent was advanced for treatment. During the procedure the stent fractured. The procedure was completed with another of the same device. There were no complications reported, and the patient condition was stable post procedure.